Event description:
Per hospital staff, reported death of patient from multi-system organ failure after two days on support. There was no autopsy, the device was not explanted, and staff notated the device did not cause or contribute to the death.

Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.